Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During femoral resection, the surgeon wanted to readjust leg position. The free button was selected, and the surgeon pulled the burr out of the stereotactic boundary, releasing the trigger, but the burr continued to spin unintentionally. Re-selecting the ¿free¿ button in the software, and activating the e-stop did not resolve the issue. The burr stopped spinning after the anspach burr motor was unplugged, but irrigation continued until a hardware reboot was performed. A backup anspach burr motor was then plugged in, and the case continued, with a reported successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regard to this event. The makoplasty sales specialist (mss) present at the case describes the anspach burr motor as continuing to run outside of the stereotactic boundary. When exiting the boundary, the software shall send a command to disable the burr. In addition, the software shall disable the burr when the free button is pressed or the e-stop is pressed. Log files show that all disable commands were sent based on the conditions described. In addition, the logs show no mismatch errors, which means that the mechanical relay is switching properly with the inputs. Therefore, the failure mode related to this event is the anspach controller board temporarily ignoring input commands. Further investigation regarding this issue is ongoing.